Manufacturer narrative:
(B)(4).

Event description:
The pt experienced no stimulation sensation for the last two weeks and her device was charged. She was able to increase the amplitude settings way high (9-10) but was not able to feel anything. Every now and again she feels stimulation but then it stops. She fell 6 months back and her device was programmed around the leads which resulted in stimulation. She had a follow up appointment on (B)(6) 2010. The company representative confirmed that the pt's left lead electrodes 0-7 impedances were off except for electrode 2. It was suspected that the impedances were off due to a fall the pt had 3 months ago. Her device was reprogrammed and was receiving effective stimulation but at times, it was intermittent due to certain postures. The pt was going to follow-up with her doctor at her next visit, in about 30 days, to determine if the stimulation is satisfactory.